Event description:
This is a report of peritonitis in a patient coincident with dianeal therapy for continuous ambulatory peritoneal dialysis (capd). Dianeal therapy was ongoing. The patient experienced peritonitis manifested by abdomen pain and cloudy effluent. On the same day, the patient was hospitalized for the event. Treatment and cause were not reported. The patient was recovering from this peritonitis event.

Manufacturer narrative:
(B)(4). Additional information received from the nurse: the patient recovered from peritonitis and was discharged from the hospital.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information become available, a follow-up report will be submitted.